Event description:
It was reported to philips that the device had an ECG error, which was further clarified by the philips fse as an ECG philips equip malfunction inop message. There was no patient involvement.

Manufacturer narrative:
(B)(4).